Event description:
A customer reported to baxter corporate product surveillance a y-type catheter extension set in which a leak occurred. According to the report, the catheter was attached to an unknown peripherally inserted central catheter (PICC) line. The nurse attempted to flush the extension set with normal saline when the tubing separated from the y-junction. This resulted in a leak of normal saline. There was a neonate patient involved. There were no reports of patient injury, adverse events or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. The sample arrived out of the pouch primed. Visual inspection showed that all tubing connections are intact. However, when the outlet tubing was hand tugged it easily separated from the y-site. Close visual inspection under a microscope showed the outlet tubing end has no visible plow ridge or signs of residual solvent bond present. Therefore, the reported condition was confirmed. The assignable root cause was attributed to lack of solvent bonding.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.